Manufacturer narrative:
(B)(4). Batch #u5ag4a. Investigation summary: the analysis results found that the psee60a device was returned with no apparent damage and with an ecr60b reload loaded on the device. The reload was received fully fired, with the pan partially dislodged at the distal end. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is also possible that handling by the customer could dislodge the pan. Dislodging as a result of reload removal from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the cartridge could not be loaded into the jaw. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.